Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of he same device. There were no patient complications reported and the patient was stable.